Event description:
Nurse was testing the balloon of the catheter before insertion in a pt and the balloon would not deflate after inflated. The catheter was not placed in the pt, a new foley kit was obtained.